Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-10606. Follow-up identified the patient underwent surgical intervention on (B)(6) 2018 to explant the lead. The patient developed an infection at the lead site and was placed on intravenous and oral antibiotics.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced drainage from the lead incision site. The physician believed the patient's body may be rejecting the lead. Cultures were taken; however, the results are unknown.

Event description:
Device 1 of 2 : reference MFR. Report: 1627487-2018-10606. Follow-up identified the patient's infection has resolved.